Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that her daughter was hospitalized due to high blood glucose. The customer's father reported that the tubing on the insulin pump was leaking at the part where the tubing connects to the reservoir. The customer's father also reported that her daughter was not getting any insulin. The customer's blood glucose was over 600 mg/dl at the time of the incident. The customer's blood glucose was 490 mg/dl at the time of hospitalization. The customer's father stated that her daughter was given insulin through IV drip. The customer's father also reported that her daughter experienced vomiting and was nauseous. The time of the hospitalization was 2am and the date of the hospitalization was (B)(6) 2015. The customer's father stated that her daughter was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.